Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Pre-procedure, patients troponin was within normal limits, post-procedure the patients troponin peaked at 0.164 ng/ml, 3.64url. Cec adjudicated non-q-wave mi (target vessel-lad), mdt extended historical peri-pci and adjudicated stent thrombosis no event.